Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Twenty-one (21) unopened samples were received for analysis. Product code mpy493h is single armed. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without issues. The functional test was performed using instron equipment and the pull force result met with the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/12/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: - when did the four threads break from the needle? (Removal from the package / during handling prior to use on the patient / during passage through tissue / during tying / post-op). * during handling, after some stitches following penetration through tissue on the patient. - were there patient consequences? If yes, please explain. * no consequences for the patient. I took another stitch and continued the suture." - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). ¿ (B)(6), purchaser in contact with the customer. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was received: item number: mpy493h. Item description: monocryl uncolored p-3 5-0 45cm multipass p.à 3 dtz. Batch number: 10387c. Expiration date: 2029-08. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the thread breaks from the needle (armoring). This occurred with 4 blisters from the same package. Our customer has previously used this item multiple times. Therefore, we do not consider this to be a user error. There were no patient consequences reported. Additional information was requested.